Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon with 20cc water was not making a round balloon, the patient is using the catheter as a feeding tube per the doctor¿s instructions,per troubleshooting the mss response the method of inflating the balloon. Follow up 1 via phone on 25sep2020, the customer noted that the balloon burst while in use due to the stomach acid. No missing pieces were observed.

Event description:
It was reported that the balloon with 20 cc water was not making a round balloon, the patient was using the catheter as a feeding tube per the doctor¿s instructions. Per troubleshooting the mss responded to the method of inflating the balloon. Per follow up 1 via phone on (B)(6) 2020, the customer noted that the balloon burst while in use due to the stomach acid. No missing pieces were observed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per the investigation the event is related to user, since there is no device malfunction. Hence this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.